Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. There was no adverse impact to customer¿s blood glucose level due to the reported issue. Reportedly, customer reverted to manual injections for insulin therapy.